Manufacturer narrative:
This report is submitted on 10 july 2020.

Event description:
Per the clinic, the patient experienced infection which resulted in skin flap revision on (B)(6) 2019 to replace the internal magnet. The patient was given IV antibiotics. Following surgery the patient was treated with topical antibiotics for a duration of two weeks.